Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system can¿t boot up. No signal was displayed on the screen. There was no patient involvement.

Manufacturer narrative:
Product analysis #707026490:2024-09-23 08:16:02 cdt webmremotews sfdcmnav product analysis task update: workordername : (B)(4). Analysis summary text : action/resolution: the machine cannot be started and no signal is displayed on the screen. After the memory module is reinstalled, the machine runs properly demo/eval unit: false general summary of failure(s): the machine cannot be started and no signal is displayed on the screen. After the memory module is re installed, the machine runs properly hardware p/f: fail hardware failure: computer boot-up instruments p/f: pass is general failure resolved?: yes record type: nav system checkout (closed) resolution of visual inspection failure: the machine cannot be started and no signal is displayed on the screen. After the memory module is reinstalled, the machine runs properly self test: n/a software p/f: pass status: completed does the system perform as intended?: no was stealth autoguide involved?: no. Were hardware parts replaced?: no. Less than 0.44: <(><<)>(><(><<)><(><<)>)>img src="/servlet/servlet.filedownload?file=0156u000000auhq" alt="yes" style="height:16px; width:48px;" border="0"/> shoulder type: type 2 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735225. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction: the two following texts in quotation marks should have been the text populated to section h11 in the initial regulatory report, 1723170-2024-02828, submitted for this event: "h3) a manufacturer representative (rep) went to the site to test the navigation system. The rep found the system could not be started with no signal being displayed on the screen. The rep reinstalled the memory module and the system performed as intended. Codes: b01, c07, d02" "g2) foreign country: china" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.